Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00033. Super poligrip is manufactured in (B)(4). While the lot number for this product is available, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (boyfriend of pt) and described the occurrence of seizure in a (B)(6) female pt who received double salt dental adhesive cream (super poligrip free denture adhesive cream) for an unknown drug indication. A physician or other health care professional has not verified this report. Concurrent medications included levetiracetam (keppra) and semisodium valproate (depakote). On an unknown date, the pt started double salt dental adhesive cream. At an unknown time after starting double salt dental adhesive cream, the pt experienced seizure. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the event was unresolved. No information was provided on whether the pt had a history of seizures.